Manufacturer narrative:
Field service inspected the ventilator and replaced a faulty demand valve. Lab test: the demand valve was factory bench tested per mmp232, the valve found to be within specifications.

Event description:
Pt seems to be starving for air with ventilator noise during inspiration.